Event description:
The coblation wands were used on patient but the performance diminished significantly after initial usage. Another wand was opened but the same thing was experienced. Used an alternative technology to complete the operation.